Event description:
It was reported that the device was used during a laparoscopic hysterectomy. The surgeon was using the device and towards the end of the case, an error code was displayed. It was noted the electrode was separated, but did not fall off. The vagina cuff was completed with cautery and the case was completed. There was no adverse consequence to the patient. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent